Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a remote manager failure. The customer reported that they were facing repeated failures because the remote manager box on the fridge was loose and did not align properly. The malfunction occurred while the user was trying to pull the medications from the fridge. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the e-lock housing had fallen off the fridge. A field service engineer replaced the housing with new tape to resolve the issue. The system functioned as intended after the field service engineer repaired the device.